Event description:
It was reported that while switching between the straight and bent stiff stylets ¿a number of times¿ during an implant procedure the operating physician was ¿unable to advance the stylet into the lead.¿ the physician reportedly then ¿wiped down¿ stylet, however ¿this did not help.¿ the physician then attempted to use the bent soft stylet, ¿however he was unable to advance this stylet into the lead either.¿ due to these issues, the operating physician ¿decided to implant another lead.¿ the patient had reportedly ¿recovered fully¿ following the implant procedure with ¿no¿ patient injury. A supplemental report will be filed if additional information is received.

Event description:
Additional information confirmed that when the lead was changed, ¿the implant was successful.¿ it was noted ¿the cause of the issue was not determined¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).